Event description:
During a routine hemodialysis treatment, a reported patient blood loss of 210cc occurred. It was reported that a power outage occurred during the treatment. The operator attempted a manual rinseback but was unsuccessful, resulting in discarding the disposable set and the patient blood loss. No medical intervention was required.